Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Review of the available records identified the following: clinic visit: pain in left hip with clicking; serum cobalt level in november was 359 revision left total hip arthroplasty; no significant gross metallosis; cup explanted; trial reduction good rom and stability a definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat: 139254 lot: 627920 m2a-magnum 42-50mm tpr insrt-3. G2: foreign ¿ canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four years post-implantation, the patient underwent a left hip revision due to pain and elevated metal ion levels. During revision, no significant gross metallosis was found. The head and shell were revised. The stem was retained. Attempts have been made and no further information has been provided.